Event description:
It has been reported to philips that, system was unable to start. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the bootup issue was due to low main board battery level of host pc. Fse replaced the host pc main board battery and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.